Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed and mildly calcified lesion in the superficial femoral artery. An unspecified supera stent was deployed successfully. A 5.5x100mm supera stent was deployed overlapping the first stent; however, the self-expanding stent system (sess) became stuck inside the 5.5 x 100 mm deployed stent. After multiple maneuvers the sess was able to be removed, but the tip of the delivery system separated and embolized into the tibial branch occluding the blood flow. An attempt to snare the tip was made but the snare and other unspecified catheters could not get through the 5.5x100mm deployed stent, even after multiple post-dilatations. The stent became damaged. Additionally, a mild vessel dissection occurred in the distal vessel. A non-abbott stent was deployed inside the supera stent and post-dilated. This allowed the snare device to advance and retrieve the separated tip successfully. There was a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was confirmed. The difficulty removing and damage to the implanted stent was unable to be confirmed as the difficulties were based on circumstances of the procedure and the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. Based on the information provided, the reported difficulties and subsequent patient effects appear to be due to circumstances of the procedure. It is likely that during deployment of the 5.5x100mm supera stent, while overlapping the previously implanted stent, the tip of the supera likely became entrapped within the first stent causing difficulty during removal resulting in the tip separating. The stent damage, embolism and mild vessel dissection likely occurred during the attempts to snare the separated tip and multiple post-dilatation attempts. The additional therapy/non-surgical treatment and delay in procedure to remove the separated tip via snare device was due to case circumstances. The reported patient effects of vessel dissection and embolism are listed as potential adverse effects of peripheral percutaneous intervention and are listed in the supera instruction for use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.